Event description:
Boston scientific crm received info that one day post implant, high threshold measurements were noted on the right ventricular (rv) lead and a dislodgement was discovered. The lead dislodgement was likely due to the pt being active during the night. A lead revision procedure was performed and this lead was successfully repositioned. Other than procedure, no adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.